Manufacturer narrative:
Unit passed self test, unexpected restart error test and displacement test. No unexpected restart error, external ram crc error or other alarms after battery change or reset time/date anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed external ram crc error and unexpected restart. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Advised the pump requires replacement. The insulin pump will be returned for analysis.